Event description:
It was reported via repair work order that the footboard had intermittent power due to the pin connector having the pins pushed down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.